Event description:
It was reported that the device exhibited measured battery data of 2.53 v, 11 ua, 15.8 kohms. The intial measured data was 2.76 v, 11 ua, <1 kohms. A software download was performed without incident.